Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer was able to load a new cartridge. There was no impact to the customer's blood glucose level.